Event description:
Additional information received clarified that the patient had a head magnetic resonance imaging procedure and having the lead entirely removed was not an issue. "The patient did and was doing fine."

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted to have an MRI (area to be scanned unknown). During the removal procedure, the lead was broke and the distal segment with the 4 electrodes remained in the sacral area of the patient. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889, explanted: (B)(6) 2012, product type lead. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(4) 2010).